Manufacturer narrative:
Additional information has been requested regarding the evaluation and repair of the iabp unit. When additional information is a received, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has blood contamination due to iab catheter rupture.